Manufacturer narrative:
This instrument has been investigated. On (B)(4) 2014 an ocd field engineer (fe) arrived at the customer site. Fe found a string of teflon tape loose and in position were it can effect the h9 well. The fe cut away the piece of tape that was loose and cleaned the photometer area. He ran photometer verification and checked each filters values, each value was within spec. Fe ran service demo and all tests passed. Customer continued operating the instrument. Repairs have returned this instrument to expected operation.

Event description:
The customer reported a trend of minus od values of samples in the h9 position to plates associated to the hbc and hcv assays. No erroneous results were reported. (B)(4).